Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead with stylet inserted was returned in one piece. The helix was clogged with blood and tissue consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that there was an event of right ventricular (rv) lead dislodgment. The dislodgement was confirmed via echocardiogram. The right ventricular (rv) lead was explanted and replaced. The patient status was stable.